Manufacturer narrative:
Concomitant products: a2dr01 ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed out and hit his face. It was also reported that the right ventricular (rv) lead exhibited high, unstable and rising values of threshold and no capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.